Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use two devices were interrogated and the battery voltage was below the level indicated for implant. The devices were not used. There was no patient involvement.